Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient could not get their handset to "work regularly" for "months" and they had given up trying. The patient confirmed a 90% lag issue. Patient services reviewed information and assisted the patient with clearing data from the handset. The patient then connected to the pump without issue. The patient planned to monitor the lag issue and call back if further assistance was needed. It was noted that the patient got 4 boluses per day. Additional information received on (B)(6) 2025 indicated that the patient's handset and communicator only worked about 10% of the time and the last time they called patient services, they cleared the cache and that helped, but the next time after that it did not work. The patient stated that it was very frustrating and wanted to be able to give themselves a bolus, but they could not because it was so intermittent as to when it would work and when it would not work. The patient confirmed that the communicator took a charge well, there was no port damage, and the equipment was unplugged when they used it. It was noted that the patient had a second implant with a handset and both handsets were identical, so they needed to write on the devices to decipher which was which. During the call to patient services, the patient stated connecting to the pump on their own and briefly saw "not found" and then "pump not found". The patient stated that the bluetooth light was solid blue when they saw "pump not found". The patient stated that the communicator was on, but it appeared that the communicator was turned on after the connection had already started. The patient stated that "pump not found" was what they normally saw when they were having connection issues. Patient services assisted the patient in resetting the communicator and reviewed general use and the patient was able to successfully connect well without issue. The patient stated that when this worked they held the communicator "significantly further" from their body than they normally did. Patient services had the patient clear data. The patient stated that the equipment would not work the following day and asked for new equipment. The patient agreed to monitor the issue and would call back for assistance.